Manufacturer narrative:
Physio-control replaced the device. It will be returned to physio for evaluation. Physio-control will submit a supplemental report on this event to the FDA as provided.

Event description:
The customer is complaining that the discharge button cover split open after one sterilization cycle. Sterilization cycle 134 degrees for 18 minutes. There was no patient use associated with the reported event.